Event description:
Legal claim received. No additional information has been received at this time. **update** (B)(6) 2010 patient was revised to address acetabular loosening. Doi: (B)(6) 2006 - dor: (B)(6) 2010 (right side) x-rays were not requested as the patient is represented and is seeking compensation. **update** (B)(6) 2011 litigation papers received. There is no new additional information that would affect the investigation. **update** (B)(6) 2012 patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update** (B)(6) 2013 plaintiff¿s preliminary disclosure form was received, which identified dob. The femoral head is now being reported. The complaint and associated mdrs were updated.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.